Event description:
On (b)(3) 2023, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600-2 fibertak¿ suture anchors didn't stay in place even with the correct technique, it wouldn't lock into the bone. This occurred during a case, with no effect on the patient, another device was used to proceed with the case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 11/13/2023 where it was stated that this event occurred during a shoulder instability surgery. They used the fixed drill bit from the box, which is used when they don't have a drill 1.7 to prepare the bone. The patient's bone was of average quality, some places worse, some better, but average. They completed the case with a second unit of the product

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.